Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic tore the capsular bag. The lens was removed and a vitrectomy was performed. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaint was found.